Event description:
It was reported that during device interrogation for a routine generator replacement, the lead was found to have loss of capture at three volts and was not sensing. The patient was being paced at forty beats per minute despite a normal sinus rhythm. No fracture was noted on fluoroscopy. The pacing impedance was found to be decreased and the high voltage impedance was erratic. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.